Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the shunt system was received dry; it was received along with a length of catheter and attached to a pediatric pre-chamber. No significant deformations or damage of the valve were detected during the visual inspection. Permeability test- the test has shown that the progav valve has a blockage. Additionally, the catheter and pre-chamber were both shown to be permeable. Adjustment test - the progav valve was tested and was not adjustable throughout the normal range. Braking force and brake function test - the test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Results - it was received dry. The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the system to the best of our abilities. After the tests, we have dismantled the valve. Inside the valve we have found dried deposits (likely protein). Based on our investigation, we can confirm the presence of occlusion in the valve as well as a malfunction of the adjustability. Both malfunctions are likely due to the deposits observed in the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative "the patient experienced acute hydrocephaly, the intermittent dvp dysfunction. The patient experienced pain during the day, but felt relief from the pain after sleeping. The device was removed. Additional patient information has been requested. When additional information is received, a follow up report will be submitted.